Event description:
Failed attempt to break up bladder stones with electro hydraulic lithotripsy following multiple attempts due to intermittent firing problem. A storz lithotrite jaws broke apart requiring surgical opening of the bladder to remove the stone.